Event description:
The pt has been diagnosed with classic hodgkin's lymphoma. The right axillary mass discovered in 2009 was measured at 6.2 cm. Prior breast implants, and right chest wall biopsy showing features of anaplastic large t-cell lymphoma. The clinical picture and the outside pathologic findings raise significant concern that the entire process may well represent a recently identified entity, anaplastic large t-cell lymphoma occurring in the setting of breast implants. Breast implants placed in 1997, now with right side breast anaplastic large cell lymphoma.